Manufacturer narrative:
H3: the product analysis indicates one opened sample, part number (B)(4), from lot number 0212786963 was received. There was no damage or anomalies in the construction of the device that would have resulted in the reported event. The resistance of each lead shall be between 1.7 and 3.7 ohms, the actual measurements were as follows: red = 3.3, red with clear band = 3.1 ohms, blue = 3.2 ohms, and blue with clear band = 3.2 [all readings are within specification]. There were no shorts between circuits and no intermittent behavior while manipulating connections. Based on the information, the most likely contributing factors are electrode placement, tube size, and anesthetics. The device condition was in specification as it relates to the complaint.

Event description:
The customer reported that during a procedure, the endotracheal tube was connected to the patient interface and did not detect nerves. An endoscope was used to confirm the tube was placed correctly. A replacement endotracheal tube was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that during a thyroid procedure, there were no response for all sides (left and right) of the tube; no sound and no wave visible on the monitor.